Manufacturer narrative:
Meter and strips involved in incident were returned for investigation, evaluated, and tested. Products performed to specification. No failure detected. Products will be forwarded to manufacturer.

Event description:
Patient tested hi on their own personal meter. Patient was vomiting due to high blood glucose. Paramedics were called. Patient was picked up by paramedics on (B)(6) 2023 at 8:37 am. When the paramedics arrived, they tested the patient with the assure prism meter and received a reading of 350. They did not treat the patient based on this reading because they were unsure if the meter was reading correctly. Paramedics transferred patient to hospital. Patient was tested there, with their meter, and they received a reading of 570. The treatment that hospital provided is unknown. Replaced meter, strips, and sent return label.